Event description:
The reporter stated that the end-user, while removing the footrests from her chair, her leg catches on the hanger pin resulting in cuts to her leg.

Manufacturer narrative:
When the hangers are removed from the chair, the hanger pin assembly is exposed.